Manufacturer narrative:
H3: product analysis ¿ as found condition: the react-71 catheter was returned for evaluation inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal tip and marker band were found to be flattened. The catheter body was also found to be kinked at 37.5cm from the distal tip. No flash or voids molded were observed in the hub. ¿ testing/analysis: the usable length of the catheter was measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was tested with an in-house 0.050" mandrel through hub with no issues. However, it got stuck at 37.5cm from the distal tip. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the customer report of "catheter kink/damage" and "catheter resistance" was confirmed as the returned react-71 catheter was found to be flattened and kinked. However, the root cause could not be determined. Possible cause includes vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon was going to perform a middle cerebral artery thrombectomy. After the catheter was in place, the suction was normal. The suction process had great resistance. When the catheter was pulled out of the body, it was found that the distal end of the catheter was severely kinked and normal suction could not be performed. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing intracranial middle cerebral artery thrombectomy. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 5.5 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance and kink was not determined.